Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. It was noted that the product had been discarded.

Event description:
The brushhead from daughter's electric toothbrush let loose [device breakage] no adverse event [no adverse event] case description: a parent reported that the oral-b precision clean brushhead from his or her daughter's oral-b rechargeable toothbrush, version unknown let loose. The parent asserted that his or her daughter took very good care of her electric toothbrush. No symptoms developed. On 01-mar-2016 received follow-up from parent: the parent stated that the brushhead had been thrown out. No further information was provided.